Manufacturer narrative:
Initial 3 of 3. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient faced cannula issue as the cannula was found bent within 3 hours of insertion on (B)(6) 2026. The patient had high blood glucose level (413 mg/dl) which was treated with correction injection via multiple daily injection (mdi) and pump. The patient faced bent cannula issue with three infusion sets over last three months.